Event description:
Lead fracture & migration. Difficult 2 hr extraction. Half of wire coiled up in atrium & ventricle. Wire adhered to wall of ventricle wall, wire broke loose. Traumatic extraction for pt, who was under local anesthesia & felt the lead being tugged through the heart. Much anxiety to pt. Pt reportedly aware of risk of excessive removal could result in a hole in his heart. Follow-up echo reveals a tricuspid valve leak (ranked 2 out of 4) which concerns pt as he did not think the pacemaker lead would damage his valve, & felt the drs do not communicate adequately to the pt of the risks. His pacing system implanted 1 yr. 10 months after mitral valve replacement surgery 9/93, dr noted slow heart rate. Pt may have generator removed after holter monitor tape reviewed as pt states the pacing system was preventative & has been fine the last 4 months without it working.